Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge filed service engineer isolated helium leak to helium manifold. The fse replaced the helium manifold. Additionally, fst noted missing hardware during repair. Replaced associated hardware and performed functional and safety test. Returned unit to clinical service.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had gas loss. There was no harm reported.